Manufacturer narrative:
The axiem unit has been connected to a test system for about 48 hours. Flexing the power cable does not cause any power issues. The power cord seats normally to the power entry module. No power issues were observed for the entire test time. There is damage to the internal carrier assembly where the power entry module is located. It has been bent inwards from the external chassis. The field generator passed the pegboard test with an error of 2.500mm. The field generator is fully functional.

Event description:
A medtronic representative reported that the surgeon felt he was inaccurate by a few mm laterally midway through his spine case. The surgeon was using the passive planar probe at l4 and reference frame was a perc pin in iliac crest. The rep thought the frame may have moved. The case was completed successfully without the use of navigation. No negative impact to the patient outcome has been reported.

Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation. The site would not allow the medtronic rep to perform a system checkout because they have performed multiple cases since with no problems. The software investigation was unable to determine a root cause since the issue could not be replicated.